Event description:
It was reported that during a gastric septation procedure, the device did not staple nor cut after third reload. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged articulation mechanism. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the three articulated positions; when fired to the right and center, the staple formation was conforming, however, when fired in the left position, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.